Manufacturer narrative:
Date of event: event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that at an appointment in early (B)(6) of 2020, the patient was told their ins only had a year left. Their current device was on track to last half as long as their previous device. They had not changed the settings, and when the device was checked the patient was told everything was working the way it was supposed to. New product considerations were reviewed. The patient was redirected to their healthcare provider to further address the issue.